Event description:
The surgeon reported lower jaw distal end break on the last of four stitches. The sales representative asked the surgeon if the cartridge was loaded properly in the device handle for that last stitch. The surgeon could not confirm or deny that. The surgeon was able to retrieve lower jaw fragment during primary procedure in one piece with no issue. The device was not returned to perform failure analysis. The distal end could break only if the cartridge is not seated correctly into the device shaft. The probable root cause for the cartridge break could be due to not loading the cartridge correctly and applying excessive force during use.